Manufacturer narrative:
Return requested. Replacement enclosure power conversion kit shipped to site 08/11/2016. Suspect enclosure power conversion kit returned to manufacturer for analysis and is under analysis. On 08/12/2016 a medtronic representative performed an imaging system check-out, all areas passed. Replaced the power conversion enclosure. Issue resolved. Performed a system check-out without any issues. System performed as intended.

Event description:
A medtronic representative reported that while repairing a site's imaging system, found that the power conversion fans and system board lights were on when the system was not charging and was then draining the batteries. No further details regarding the behavior were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned enclosure power conversion kit confirmed that the reported event was related to an electrical issue. The tester found q28 (start transistor) shorted trise=100usec. There was a faulty power conversion enclosure. The reported event was confirmed.